Manufacturer narrative:
No information has been provided to date. Device evaluation: the device has not been returned. Investigation including root cause analysis is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device could not load software update, flange not recognized. No patient injury was reported.

Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was broken or removed upon receipt, the top case was cracked and chipped and the bottom case had seal damage. No error codes could be retrieved from the ehl (event history log) as the pump could not be powered on. The customer reported issue of (could not load software) was confirmed during the investigation but the reported flange issues could not be confirmed. Root cause of the reported software issue is due to the customer. Loaded software from the bottom case to the top and replaced the flange sensor as a preventive measure. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.